Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In february 2012, the patient had essure inserted. In 2016 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (to remove essure ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about february 2012 and underwent surgery on or about 2016. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of breast lump removal in 2015, postmenopausal bleeding, breast cancer, parity 2 and gravida ii. The patient had a family history of breast cancer. Concurrent conditions were listed as ovarian cyst, uterine fibroids, vaginal bleeding, abnormal uterine bleeding and penicillin allergy. In (B)(6) 2012, the patient had essure inserted. In 2016 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (supracervical hysterectomy, laparoscopic, with bilateral salpingo-oopherectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2012 and underwent surgery on or about 2016. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2021: uterus: size: 13.6 x 7.6 x 6 cm transabdominally cm. Masses: 3.8 x 3.4 x 3.1 cm anterior subserosal versus intramural fundal fibroid right of midline. 3.7 x 4.1 x 2.5cm posterior uterine body subserosal versus intramural fibroid, midline. 2.2 x 1.7 x 1.8.cm anterior midline uterine body intramural fibroid. Cervix: unremarkable. Endometrial thickness: 9 mm. Endometrium appearance: linear hyperechoic area with posterior acoustic shadowing is seen at the fundal endometrium which raises the suspicion of possible foreign body such as an intrauterine device but is too short for an iud. Question essure coils given history. This appears to be outside the fallopian tubes. Ovaries: ovaries are nonvisualized and may be obscured by bowel gas shadowing 1. Uterine fibroids as described above. Ovaries are not visualized on this exam and may be obscured by bowel gas shadowing. 2. Linear hyperechoic area with posterior acoustic shadowing is seen at the fundal endometrium which raises the suspicion of possible foreign body such as an intrauterine device, but is too short for an iud. Question essure coils given history. This appears to be outside the fallopian tubes. Recommend clinical correlation quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-oct-2025: medical record received. Medical history & concomitant conditions were added. Additional reporter added. Patient date of birth updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.